Event description:
It was reported that the patient presented to the emergency room due to symptoms related to intermittent loss of capture of the fractured right ventricular lead. The lead also had one recorded episode of high impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4469 competitor implantable pacing lead (B)(6) 2009. (B)(4).